Event description:
The ge oec 9600 fluoroscopy system over-heated and a reboot did not restore functionality. System removed from use for service.

Manufacturer narrative:
A ge oec service rep investigated the issue and this issue would be related to heat shut-off as designed to protect the x-ray tube. Limited report info assume system reset after time and required no further fse mitigation. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.